Manufacturer narrative:
Concomitant medical products: 553445 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suspected their implantable cardioverter defibrillator (ICD) was doing ¿something abnormal¿. It was further noted that the right atrial (ra) lead and right ventricular (rv) lead exhibited chronic high thresholds. The ICD, ra lead, and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.